Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, paralysis of the left side of face (pt: facial paralysis) was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a us consumer and concerns a (B)(6) year-old patient. The patient was injected with radiesse®, into the ocular area (off label use of device), a day prior to this report, on (B)(6) 2021. On (B)(6) 2021, after the treatment with radiesse®, the patient experienced double vison, left facial paralysis, facial numbness, pain and throbbing. As reported, the injector did not have a lot of information. On (B)(6) 2021, the patient went to the emergency room (reported as 1 hour and 15 minutes). The patient spoke to several physicians (as reported). The patient started bleeding out of the nose and said that some issues were remitting. The outcome of the events was unknown.